Manufacturer narrative:
Lee, kyuna, et al. (2025). Recurrent perforation of an implantable cardioverter-defibrillator lead in a patient with vascular ehlers-danlos syndrome. Heart rhythm case reports, vol 11, no 2, february 2025. Https://doi.org/10.1016/j.hrcr.2024.10.015.

Event description:
It was reported per article of interest literature review that given concerns for recurrent lead perforation in the setting of persistent chest discomfort and shortness of breath, the patient underwent explantation of their non-boston scientific right-sided transvenous implantable cardioverter defibrillator (ICD) and implantation of a boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD). The patient's shortness of breath and pleuritic chest pain improved after removal of the ICD system. Genetic testing revealed a pathogenic col3a1 variant (p.gly738ser) consistent with vascular ehlers-danlos syndrome (veds). Later, the s-ICD experienced premature battery depletion and the patient underwent a generator replacement procedure. No additional adverse patient effects were reported.